Manufacturer narrative:
(B)(4). Return for late MDR due to implementation of process improvement.

Event description:
It was reported that the lead extension could not be inserted into the 0-7 port of the implantable neuro stimulator (ins). All of the components were new. An attempt to insert the extension at a different angle was made unsuccessfully. The same extension could be inserted into the 8-15 port. It was not reported whether the ins was implanted or a new ins was used. Additional information has been requested, a follow-up report will be sent if additional information becomes available.